Event description:
Add'l info provided by the reporting surgeon indicates he feels the reported inflammation and infection were not related to the intraocular lens.

Event description:
A surgeon reported that one week following implantation of an intraocular lens (iol), the pt developed inflammation and infection. The surgeon stated that pt has improved somewhat. The surgeon stated to the pt that he felt the event was not related to the iol. Add'l info has been requested.